Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the tube holder and chipped by the l bracket, the bottom case was cracked by the battery compartment and by the l bracket pole clamp and there was visible contamination by the pole clamp. A review of the event history log identified invalid syringe size in history. During functional testing the invalid syringe size error was found during syringe test and was unable to calibrate syringe size. The tab on size pot was not engaged on sliding size pot causing invalid syringe size. The root cause of the issue was by the customer's incorrect assembly of the device. Re-assemble and reset tab on size spot. And performed calibration on the pump and passed.

Event description:
It was reported that the pump exhibited a barrel clamp error and would not calibrate the syringe size. No patient injury reported.